Event description:
Device malfunction: difficulty retrieving the filter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the "shapeable tip" design retrieval catheter could not advance in the heavily tortuous vessel; however, the "low profile flexible" design retrieval catheter successfully captured the embolic protection device. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned. Difficulty retrieving the filter can be attributed to numerous factors. The accunet 3 in 1 comes with two recovery systems, a shapeable tip design (rci), and low profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design, is more flexible and is designed to deflect into place while advancing. It is the discretion of the user, based on his preference and experience, to use the recovery system that is appropriate for the procedure. The patient, reportedly, had heavy tortuosity and a heavily calcified lesion which could have contributed to the event. Based on the available information, it appears that the event is related to operational context in which the device was utilized and circumstances during the procedure. There does not appear to be any indication of a product quality deficiency. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product's structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of manufacturing lot history records did not reveal any non-conformities which could have contributed to this event.